Event description:
It was reported that this pacemaker has a large dropped with nine years battery remaining as per recent checked in a span of five months since implant date. The boston scientific technical services consultant discussed that the electrical parameters were a few microwatts higher than what was calculated but matches with the nine years of battery remaining. As of this time, this pacemaker remains in service. No adverse patient effects were reported.